Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically upon second inflation at 11 atmospheres for 10 seconds. The balloon was completely removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported.